Event description:
It was reported the patient's left lower lip received a second degree burn from the device overheating. The burn was approximately 1cm x 8mm. The patient received sutures, prescribed keflex, and applied aquaphor ointment. The patient was told to change the dressings, keep the burn moist and to continue applying aquaphor ointment. It is not known at this time if the patient will suffer permanent damage or a scar. There are several follow up appointments scheduled for the patient. The case was completed successfully with no clinically significant delay.